Event description:
It was reported that the asymptomatic patient presented in clinic for scheduled follow-up. Upon interrogation of the device, inappropriate auto mode switch episodes due to oversensed t-waves on the atrial lead were observed. The device was reprogrammed. The patient would continue to be monitored.